Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth and granulation tissue at abutment site. Subsequently the patient underwent skin revision surgery to debride area and was injected with a steroid (date not reported).